Event description:
In 2008, two (2) gore propaten vascular grafts were implanted in an abdominal debranching procedure during which systemic heparin was administered. Eight days post procedure, the pt was diagnosed with heparin induced thrombocytopenia (hit). Heparin was discontinued, and argtatroban was administered. The grafts were left in place. Subsequently, the platelet count recovered to 240,000.